Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, error, displacement, rewind, basic occlusion, excessive no delivery alarm and self tests. Unable to prime during the prime test due to a faulty force sensor resistor. The pump was unable to complete functional testing due to the prime anomaly. The pump was received with minor scratches ono the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Diabetes educator reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 400 mg/dl. Troubleshooting for high blood glucose was performed. Customer was taken off of the insulin pump and placed on manual injections. Diabetes educator advised when they delivered insulin via the insulin pump the patient's blood glucose level went higher. The insulin pump settings had been changed for a day in an attempt to help lower the patient's blood glucose but it did not help. Diabetes educator performed the high pressure test and the device passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.